Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose reading was 40 mg/dl. The current blood glucose was 223 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with food. The auto mode feature was active at the time of incident. Customer feels okay to troubleshoot. The customer will continue to use the product.